Event description:
Facility reported that a resident was in lift sling being raised from the bed into the chair, when the sling allegedly slipped off the hooks on one side, dropping the resident between the bed and chair. As a result of this incident the resident sustained a left tibia/fibia fracture.